Event description:
It was reported that on an unknown date and year, a 20mm amplatzer amulet was implanted in a patient using a 12f amulet delivery sheath. On an unknown date and year, a small pericardial effusion is noted in the left ventricle no treatment was provided. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Na.